Manufacturer narrative:
H3, h6: the axiem box was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the axiem analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Hardware part were replaced and system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. It was stated that the issue occurred during a functional endoscopic sinus surgery (fess) procedure. It was also stated that the cause of the tracking issue was the axiem box failure. There was no reported delay and no impact to patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 9733320rpend, serial/lot : unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used prior to a case. It was reported that some of the axiem ports were not working. When the instrument tracker was plugged into a port that seemed to work, the instrument would flash in and out of the tracking window when the instrument was moved. There was no patient involvement.